Event description:
It was reported that during a pulsed field ablation procedure, the pulsed field ablation catheter kinked. The catheter was then repl aced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012284747 was returned and analyzed. Visual inspection showed the catheter was received with the guidewire lumen extended, the array loop assembly appeared damaged, and the shaft was kinked at the distal edge of the handle tip. X-ray imaging has confirmed the shaft was kinked three inches distally from the handle tip edge and showed the guidewire lumen was not kinked. No braided wires at that location were damaged. The electrode wires appeared squeezed between the guidewire lumen and internal wall of the shaft. High optical magnification revealed the array pebax tube was pinched distally to the electrode #1 and bulged at the proximal end of the electrode #1 and the distal end of the electrode #2. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of the electrode wire insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conc lusion, the reported shaft kink was confirmed through inspection. The catheter failed visual inspection due to a kinked shaft, and a pinched and bulged pebax tubing at the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.